Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery was observed to be depleting quickly, from 100% to a "low" percentage within one day. Additionally, it was reported that the customer had experienced a blood glucose level of 380 mg/dl. Reportedly, the customer had neglected to bolus for a meal. There was no impact to the customer's blood glucose level due to the battery event. Reportedly, the customer has an alternate pump available as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly, from 100% to a "low" percentage within one day. There was no impact to the customer's blood glucose level due to the event. Reportedly, the customer has an alternate pump available as alternate insulin therapy.